Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.5 diopter implantable collamer lens on (B)(6) 2015 in to the patient's right eye (od). The reporter indicated that the vault of the lens was excessive. The lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluations - lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic bent.